Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the lead was attempted to be implanted but was unsuccessful. The lead fell from position twice. The physician used a different lead. The patient was normal before, during, and after procedure.